Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the that the device is not working properly. The patient states that the device is not working properly. It blows air intermittently. Patient confirmed that error message is showing up. A device was returned to a third-party service center. During the evaluation of the device, they replicated customer complaint. Error codes are found in the device. In addition, they observed that the pca burned. The device was routed to scrap. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.